Event description:
There was a pt on the table when a burning odor from the table was first noticed, the procedure was completed with no harm to the pt.

Event description:
Same case as mfg. # 2134265-2010- 00987. It was reported that during a coil interventional procedure, a catheter was stuck to a guide wire. A coil pusher wire 177cm and a complex helical coil 7mmx10mm were "stuck" in a renegade hiflo catheter. Another renegade hiflo catheter was used, and the v18 200cm poly tip guide wire and another complex helical coil 7mmx10mm were "stuck" in the renegade catheter during the procedure. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
On april 4, 2008, steris received notification that staff at wuestoff memorial hospital had noticed a burning odor (electrical smell, no smoke or flame) coming from an older model cmax surgical table during a surgical procedure. The hospital staff reportedly continued with the surgical procedural unit completion without any injury to the pt. After the conclusion of the procedure, a response team reported to the surgical suite and used a chemical fire extinguisher to spray down the table. The serial number of the table indicates that it was manufactured in 2001 by maquet/alm. Although maquet/alm was the original MFR, the rights to the cmax table line were subsequently transferred to fh surgical, a company that steris purchased in 2005. Photographs of the table suggest that the most likely cause of the incident was the intrusion of fluid into the table base which in turn caused a short in the electrical wiring. Fluid intrusion of this kind can occur if a table is not properly sealed after it has been serviced or repaired. The customer had been using its internal staff to service the table. After the incident, it requested an estimate from steris on the cost of repairing the table. To the best of steris's knowledge, the table has been placed out of service pending a decision on whether to repair or replace it.

Manufacturer narrative:
The user facility's third party service provider has repaired the table and returned it to service.no additional incidents have been reported for this device.